Event description:
It was reported that the lead was explanted three weeks post-implant because the 'atrial header port was stripped'. The lead could not be screwed into the header. It would turn without locking. It was noted that damage appeared to have occurred at the time of implant. No patient complications were reported as a result of this event.